Manufacturer narrative:
The device was received for evaluation. Visual inspection identified that the tubing was separated from the luer lock. The reported condition was verified. The cause of the condition was a lack of solvent during assembly. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the clearlink system continu-flo solution set came apart when it was removed from the packaging. There was no damage observed to the packaging of the packaging product prior to opening. During the follow up, the customer stated that the tubing was already separated by the time the packaging was removed. There was no patient involvement. No additional information is available.